Event description:
During the trial period of an evoke spinal cord stimulation (scs) system, the patient presented to the hospital for evaluation of chest pain. The patient reported their symptoms improved when the evoke scs system was turned off. The trial leads were explanted. The patient is confirmed to be recovering.

Manufacturer narrative:
The devices were discarded and unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause. The cause of the patient's symptoms remains unknown. The evoke scs system surgical guide lists potential risks including, "weakness, clumsiness, numbness, abnormal sensations or pain" and "the patient may require surgery (including revision, explant, and replacement)". According to the event report, the patient started feeling better after turning the device off. As result, the patient decided to end the trial, and explant the system on (B)(6) 2024. The manufacturing records were reviewed. Product met all requirements for release.